Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant xfos311 in dental site 19 fractured and was removed. A new implant would be place.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One osseotite® 2 implant 3.75 x 11.5mm (xfos311) was returned for evaluation. Review of the returned product notes that the device is fractured in half at the collar and the threads are badly worn. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review was completed for the subject lot number 2013100903. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Therefore, based on the available information, device malfunction has not occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.